Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for two days for this event. Treatment for the peritonitis was not reported. The cause of the peritonitis was that the minicap had disconnected from the patient¿s transfer set while the patient was sleeping. At the time of this report, the patient was recovering from the peritonitis. The patient had been discharged from the hospital and pd therapy was ongoing. No additional information is available. Report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.